Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system generated maximum differential errors. There was no reported exposure to mucous membranes or open wounds. The operator was wearing proper personal protective equipment (ppe). There were no erroneous results reported out of the laboratory. There was no death, injury, or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed an isoton fluid leaked from the instrument. The volume of the leak is unknown. The leak was contained within the instrument. The fse discovered the tubing from port 8 of distribution valve from the flow cell was loose at the fitting. The fse cleaned and reattached the tubing at fitting and the instrument performed without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).